Manufacturer narrative:
(B)(4). Upon further review of the complaint record, it was determined that this report (3004753838-2016-19340) was reported in error. The information in this report was captured under MFR number 3004753838-2016-00428 and 3004753838-2016-00427.

Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). Maude report#- mw5058563.

Event description:
Dexcom was made aware on (B)(6) 2016 of a patient skin reaction that occurred on (B)(6) 2015. Patient's pharmacist reported that the patient experienced an infection at the site of sensor placement; patient had noticed redness. Patient changed insertion sites but reaction got worse, as there was more redness. Patient's primary care provider (pcp) had informed her that the area was infected and she was placed on an antibiotic, as well as discontinuing use of the continuous glucose monitor (cgm). Patient's reaction eventually abated. No additional event or patient information was provided.